Event description:
It was reported that during a clinic follow up, that incision was not approximated and hadn't healed properly. The system was explanted and re-implant at a later date. The patient is in stable condition.